Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menometrorrhagia, menses irregular and endocervicitis. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infection"), tooth disorder ("dental issues"), arthralgia ("joint pain"), fatigue ("excessive fatigue") and amnesia ("memory loss") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (hysteroscopy with dilatation and curettage and endometrial ablation with novasure device and laparoscopy with removal of essure device and partial bilateral linear salpingectomies). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, dyspareunia, infection, tooth disorder, arthralgia, fatigue, amnesia and weight increased outcome was unknown. The reporter considered amnesia, arthralgia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, infection, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: operative note: also identified within the container, are detached fragments of metal wire grossly consistent with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: both fallopian tubes are seen to be occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.